Event description:
Customer reported the system is displaying a communication error and the monitors are not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sbc coin battery. System operates as intended.